Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure device fragments') in a female patient who had essure (batch no. A66674) inserted for female sterilisation. The patient's medical history included asherman's syndrome and intrauterine synechiae. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. The reporter commented: 3-4 coils of the essure device were seen sitting just inside the lower uterine segment. Lot number: a66674. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure device fragments') in an adult female patient who had essure (batch no. A66674) inserted for female sterilisation. The patient's medical history included asherman's syndrome and intrauterine synechiae. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. The reporter commented: 3-4 coils of the essure device were seen sitting just inside the lower uterine segment. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage lot number: a66674 manufacturing date: 2012-10 expiration date: 2015-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2021: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.